Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 27.2cm was returned for analysis. External insulation abrasion was noted at 26.3-26.7cm from the connector pin, consistent with lead friction to the ICD can. The silicon insulation was intact at this location. External insulation abrasion was noted at 22.5-23.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert for low, out of range, pacing lead impedance. Noise episodes were also observed on the stored egms. The lead was explanted. Patient condition was good after the event.